Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 16 x 3.00mm promus premier¿ stent was advanced but was unable to cross the lesion. When the device was attempted to be removed, the device came in contact with the tip of the guide catheter and as result, the proximal side of the stent was lifted. The stent delivery system (sds) was moved to the rear and the device was slowly and carefully removed with torque together with the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.